Manufacturer narrative:
(B)(4). Concomitant medical product - rhk brg 12 for 71-75-79 tray, item 159435, lot 1836879, implant date - (B)(6) 2017. Report source, foreign - event occurred in (B)(6). The devices were returned to biomet UK and evaluated. The stem taper was severely damaged and displays significant material loss which resulted in gaps between the mating taper surfaces, leading to the femoral component loading directly on the shoulder of the stem. The screw used to connect the stem taper and femoral component has also fractured into two pieces. The root cause of the taper failure cannot be determined with the available information. The manufacturing history records were review with the following observation:- mhr-154979 // rhk left std re-surf femur. Four (4) devices on manufacturing run, 4 devices packaged. No product / packaging deviations scrap or rework. Mhr-159435 // rhk brg 12 for 71-75-79 tray. Two (2) devices on manufacturing run, 2 devices packaged. No product / packaging deviations scrap or rework. Investigation is completed based on current available information. If any additional information becomes available, then the complaint will be reopened and investigated, and subsequently a supplemental report will be provided where deemed required. Multiple MDR report were filed for this event, please see associated report: 3002806535-2018-00820.

Event description:
It has been reported that the patient was revised due to a peri-prosthetic fracture, early indications are that this product has failed at the taper junction between the femoral component and the cemented stem component.